Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a 93-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. Review of the device logs found evidence of poor electrode coupling, which can result in a weak or absent ECG signal and may contribute to a noisy ECG appearance. Additionally, the device was configured to display lead ii while ECG acquisition was occurring through the therapy pads, preventing an ECG signal from being displayed unless the monitor was switched to pads view. Based on these findings, the reported inability to obtain an ECG reading were attributed to poor electrode coupling and incorrect lead-view selection. The device passed all functional testing, no fault was found, and it was determined to be operating as intended. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.